Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the three provided x-ray images finds some evidence of lysis in the area of the greater trochanter. A pseudo-tumor not conclusively identified. The implants appear well positioned. Nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notes states on (B)(6) 2021 the patient presents with pain with MRI findings of osteolysis and fluid collection. Plans are made for revision due to metallosis. Operative notes provide the details regarding the (B)(6) 2021 revision of the right hip. Brownish fluid, pseudotumor, trunnionosis and osteolysis within the greater trochanter and proximal femur.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical notification received for revision of right total hip to address osteolysis and pseudotumor. Date of implantation: (B)(6) 2010; date of revision: (B)(6) 2021; (right hip). Treatment: revision of cup, liner, and head.